Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema, rupture, seroma-late.

Event description:
Patient reported "edema, rupture and seroma". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "edema, rupture and seroma". And later healthcare professional reported "intracapsular damage to the left implant. Subcapsular seroma". This record is for the left side. Device has been explanted.